Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pen is not working consistently. The customer stated the pen recorded two doses the night prior but the customer did not administer any insulin. The customer also stated they didn't feel any resistance from the plunger then administered a dose and felt resistance from the plunger. Customer¿s blood glucose was 350 mg/dl. No harm requiring medical intervention was reported. It is unknown if the insulin pen will not be returned for analysis.